Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with their sensors. Customer¿s blood glucose level was unknown. Customer advised their sensors would only last a few days. Customer advised one sensor was missing a cannula. Customer was advised replacement sensors would be sent out.